Event description:
A biomedical technician (bmt) reported that on the combisets the transducers are failing while filling up with blood and passing blood to the modules. There was no reported blood loss. There was no reported harm to the patients in the initial report. Multiple requests were made to gather missing details but no data was provided. The sample is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.